Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that after the update of the primary controller, the controller wasn't able to produce the no power alarm. The doctor has replaced the controller. The patient tolerated the exchange without any issue.

Manufacturer narrative:
The reported event of a no power audible alarm failure on the returned controller, con187975, was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device passed visual examination but failed functional testing due to a "no power" audible alarm failure when the controller was disconnected from all external power sources. The charging circuit for the controller's internal battery was evaluated and shown to be functional. The internal battery which drives the no power alarm was replaced with another unit. The controller was disconnected from its external power sources and the following no power alarm met specification. As a result, the most likely root cause of the reported event can be attributed to a faulty internal battery. The manufacturer has opened an internal investigation to evaluate no power audible alarm failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.